Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable assembly and the battery packs were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would erase the memory and hard drive. No pt injury was reported.